Manufacturer narrative:
Date of report : 07mar2019, date rec¿d by MFR : 05mar2019. Philips field service engineer (fse) confirmed the reported issue; the battery would not hold a charge. The fse replaced the battery and the unit has passes all performance verification testing and is back in clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a battery failure. There was no patient or user harm reported. The event date was not specified; estimate used.